Event description:
It was reported that the patient was being transferred to the ICU from the ER. In the hallway, the ventilator turned off and came back on where they had to select "same patient" from the start-up screen. The ventilator worked for approximately one minute, shut off again, and did not restart. The ventilator displayed "alarm" and then "display" on the start-up screen. The ventilator had turned off or stopped venting. The patient was removed from the ventilator and manually ventilated. No patient harm reported.